Event description:
The hospital reported that during the saphenous vein harvesting procedure, the short port would not allow any co2 flow when connected to the insufflator. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.